Manufacturer narrative:
Concomitant medical devices: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).

Event description:
Compatibility guidelines were requested for MRI. There was no suspected problem with the manufacturer device or therapy. There were no symptoms reported. The patient had only a partial system in place. Patient had system removed because it was "nonfunctioning." Caller did not have any further details on this. The notes were indicating that the ins (stimulator) and part of the lead was removed but part of the lead or electrode remained in the body. Event date was on (B)(6) 2015. It was later reported that a healthcare provider wanted information on MRI with patients that had partial lead still in body. Unfortunately, the patients lead was not removed completely. Additional information received by the representative reports the device was functioning properly just needed an MRI so device was being removed. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation.